Event description:
It was reported that a physician, trained in the use of the proglide device, attempted bilateral arteriotomy closure of the common femoral arteries (cfas) after a peripheral, interventional procedure. Reportedly, one proglide device was being attempted on each side and a cuff miss occurred with both devices. The proglides were removed and manual compression was applied directly on the right groin to achieve hemostasis. On the left groin a 7 fr sheath was placed and after the sheath was removed manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. The cfas were described as not calcified at the puncture site. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The first proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, cuffs, link, needle tip and monofilament were not returned with the device. Evaluation of the returned components, body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the inspection criteria and the analysis of the returned components a root cause for the reported event could not be determined.